Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: the customer complained that the needle was found blocked after connecting to the syringe before injection. No patient involvement.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the needle was found blocked. To aid in the investigation, one sample in an opened packaging blister and two photos were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then assembled to a syringe with saline solution; the solution expelled with a normal flow. The two photos provided show the sample received. A device history record review was completed for provided material number 305107, lot 3299469. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.